Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 271 mg/dl. System check with tandem technical support could not identify a source of the blockage. Supply changes were performed to address the occlusion alarms.